Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of tubing broke above the pump module was confirmed. Visual inspection of the set noted that the silicone segment had a 0.0486 inch tear near the upper fitment. Visual examination under magnification identified no crush marks to the upper blue fitment. No other anomalies were noted. Functional and pressure testing confirmed leaking from the silicone tubing near the upper fitment. The root cause of the leak was due to a tear in the silicone segment. The cause of the tear is unknown.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the during an infusion of d5w, the IV tubing broke above the pump module. There was no patient harm.